Event description:
Pump was on an inotrope dependent pt who was being transported from the or to csicu. During transport pump alarmed "low battery" and turned off. Pt's systolic blood pressure dropped during the transport. Pt was fluid resuscitated, when the pump was plugged in and turned on it worked. While in or the pump had been plugged in. Initial tests conducted in hosp biomed, unit would not turn until plugged in. When it did turn on, after being plugged in, err 1 was being displayed in the battery charge level display. Battery capacity was first measured to be 15%, then after 2 re-conditioning charges were run the results were 15% then 78%.